Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A failure analysis engineer reviewed the vessel sealer logs for the vessel sealer used in this event and the following info was provided: logs show that the vessel sealer extend (vse) instrument was installed 11 times and passed homing 11 times. 236 cut complete events were noted, no errors. E100 logs show 10 coag events with no errors and 279 seal events with 12 high initial starting impedance errors were noted. The instrument was used for about 2 hours 4 minutes. Logs showed one ¿e-100 recoverable error: instrument high initial starting impedance (p1:0x10000003)¿ error at the same timestamp as 1 of the 12 errors mentioned above. It¿s likely that the user tried to seal too much tissue between the jaws which is when we typically get that error.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy surgical procedure, the patient had an immediate post-op bleed from a middle colic vessels after using the vessel sealer extend instrument. The patient was in the recovery room and became hypertensive and then bottomed out his blood pressure. The patient was immediately taken back to the operating room for an exploratory laparotomy. Upon entering the abdomen approximately 2 liters of blood was reported. The patient was under the massive transfusion protocol, receiving multiple units of blood transfusions. The bleed was repaired and the patient spent 2-3 days post-op intubated in the intensive care unit. Patient is currently extubated and improving. The initial procedure was completed robotically.